Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the maryland bipolar forceps instrument was noted to have a broken cable. The shaft of the instrument was broken in order to remove the instrument from the trocar the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. The root cause of this failure is attributed to a component failure. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the proximal end. The root cause of broken - proximal instrument grip cables is attributed to a component failure. The instrument was found to have a broken pitch cable at the proximal end. The root cause of this failure is attributed to a component failure. The instrument was found to have the main tube broken. A piece measuring approximately 0.286¿ x 0.2.57¿ and 0.286" x 9.189" was not returned with the instrument. The root cause of a broken instrument main tube is typically attributed to the user.